Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery issue. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was allegedly alarming for an internal battery issue. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An error code indicating the internal battery was nearly depleted was observed. The device's internal battery was fully charged to address the issue. No malfunction of the internal battery was observed. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.